Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 11 previously reported events are included in this follow-up record. Product return status 11 devices were received.

Event description:
This report summarizes 11 malfunction events in which the device or cutting accessory fractured. 9 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 9 devices were received. 2 device investigation types have not yet been determined. Additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.

Event description:
This report summarizes 11 malfunction events in which the device or cutting accessory fractured. 9 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.